Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. The customer was instructed by technical support to reload the cartridge and restart the cgm session, and to disconnect from the site, after which no further assistance was needed.